Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient believes their ins moved and is lower than original placement. They also commented that it's taking a lot longer for the patient programmer (pp) to connect to the ins. The patient said they experienced extreme weight gain and then lost the weight all within a month noting they went up from 108 to 145 and then back to 108. They also said their bladder isn't emptying completely and they don't have frequent flow anymore. They also mentioned that they no longer get the urge to void; they just go. Prior to calling, the patient noted they were using a catheter and the reason they received the ins was they were having trouble voiding. As a result of what was reported, they were redirected to their healthcare provider (hcp). No further patient complications have been reported as a result of this event.